Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during a knee procedure, the universal modular electric/battery double trigger hand piece did not function; the same issue occurred with several available batteries. It was also reported that the trigger was fixed and could not be moved. Surgery time was extended by five minutes and the procedure was completed with an alternate device. There was no report of pt injury associated with the event. No add'l clinical info was rec'd prior to this report.